Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb stent graft was intented to be used during an endovascular treatment of a 55mm aneurysm. It was reported that during device preparation, a large number of air bubbles were observed within the delivery system during flushing and could not be fully eliminated despite multiple flushing attempts. The device had been inspected prior to flushing and no issues were identified. No modifications were made to the device before flushing. Another endurant limb of the same model was used to complete the procedure. No cause was provided and the patient is fine.